Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that they had an incident where a hole was discovered below the cassette causing fluid to leak and air to be aspirated into the line. . There was patient involvement, a delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one primary plum set. A tear was observed in the outgoing tubing behind the cassette. The deformation of the tubing appeared to be rough and stretched out. The complaint of hole below the cassette leading to leaks can be confirmed. The probable cause is due to external pulling forces. Lot history review could not be conducted because no lot number(s) was/were identified.